Manufacturer narrative:
H10 correction: h6 has been updated to code:3331, as it was not previously provided in the initial MDR. Submitted on 11/15/2023. 3m received product samples has been received although the sample size was not adequate in order to perform testing.

Manufacturer narrative:
A1 & a2: date of birth: not provided. H10: an investigation into this lot was performed and no quality issues were identified. At this time, a product sample has not been returned to 3m for analysis and a root cause is not able to be definitively determined. 3m will continue to monitor. The instructions for use states, to reduce the risk of burns the site must be clean, dry and free of hair and to remove hair at application site.

Event description:
A patient allegedly experienced a left thigh/hip 3rd degree burn with the use of the 3m¿ universal electrosurgical pads, 9135-lp lot 202503co. The physician observed a strong burning odor reportedly noted to be coming from the area of the grounding pad in less than one minute from the start of the case, and the physician stopped the case. The pad was noted to have a large burn mark through it and onto the patient's skin leaving a 3cm long x 1cm width left thigh/hip third degree burn with necrotic tissue that was only present through the burnt area on the 3m pad. The grounding pad was removed, and a second grounding pad was placed on the patient on the opposite of the first location and the case was continued. An intensivist and wound center were consulted, and the patient was referred to the emergency room. The patient was seen the next day for wound care follow up with subsequent follow ups. The patient is currently doing "okay".